Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the pump was used on the patient for over 20 hours, and operated normally. When the patient required a bed transfer (approximately 20 meters), the 220v power supply was disconnected and the pump's internal battery was used for transport. However, power was lost midway, rendering the device inoperable". The issue was resolved by connected the pump back to the power supply. No patient harm or injury. The patient status is reported as "fine".